Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he has noticed cloudiness or smoky vision. He was seen by his surgeon's partner on the day following his implant procedure for the cloudiness. He was seen by his regular surgeon at two weeks postoperatively and was referred to a third surgeon for a consultation. The consumer reported that all three surgeon stated there was "nothing they could do." The consumer reported that he has a good visual acuity, but the cloudiness is distracting. The consumer reported the event has not improved in a year which is what one surgeon told him would determine if he problem was with his eye or it was the lens. However, in a follow up, the surgeon reported the event resolved without treatment. The consumer was reported to have 20/20 (j1) vision uncorrected postoperatively. The surgeon does not feel the iol caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).